Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 2.50 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with mid-section struts slightly flared. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. The balloon was inflated to rated burst pressure without issue and the stent expanded successfully. The device was deflated successfully in 8 seconds which is within deflation time specification. The inflation device was verified before and after use. A recommended 0.014" wire was introduced into the device to facilitate the functional testing. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was not consistent with the complaint incident, as the balloon cones were tightly folded and no evidence that positive pressure had been applied. During analysis the balloon was inflated, and the stent expanded successfully. Analysis also noted that prior to the functional testing, the midsection struts were slightly damaged and the hypotube was kinked, this unreported damage is most likely a result of excessive force being applied on the device as it was being navigated through the severely tortuous/moderately calcified anatomy.

Event description:
Reportable based on analysis completed on 05apr2019. It was reported that stent deployment failure occurred. The 99% stenosed, 25mm x 2.5mm target lesion was located in a severely tortuous and moderately calcified right coronary artery. A 2.50mm x 24mm promus element coronary drug-eluting stent was advanced for treatment. However, it was observed that the stent could not be deployed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.